Event description:
The customer reported the ventilator alarmed and shut down while powered via backup battery during transport of a patient. The customer reported there was no patient harm. The manufacturer's service technician reported the unit was equipped with an external battery and backup battery. Per specification, when the external battery is depleted, the ventilator automatically switches over to backup battery power. The service technician reported that when ac power was removed the ventilator switched to external battery for a short time to depletion, then switched to backup battery for a short time to depletion, resulting in the ventilator alarming and shutting down. The service technician reported both batteries would not hold a charge due to age. The service technician replaced both the external and backup battery to complete the service. Performance verification testing was completed and all tests passed to specifications. Proper care, maintenance and testing should be performed when using battery power sources. Per the operators manual, battery operating life may be affected by battery age. Over time the battery will degenerate and will not provide the same amount of operating time per charge that is available from a fully charged new battery. In addition, when the battery is in use, the ventilator alarms indicating the battery is the power source for ventilator operation. The user should immediately connect ac power or provide an alternate means of ventilation. The user allowed both the external battey and backup battery to deplete upon use, contributing to this event.